Manufacturer narrative:
Due to litigation the user facility will not be able to provide any other details regarding the patient's death or have the device evaluated for a possible root cause. Due to litigation the device was not able to be evaluated.

Event description:
It was reported that the cot tipped while transporting a patient, resulting in a possible patient death. The user facility is currently facing litigation and was not able to provide further details on what may have contributed to the patient's condition. Due to the litigation the user facility is not able to have the unit inspected at this time in order to determine a possible root cause for the tip.

Event description:
It was reported that the cot tipped while transporting a patient, resulting in a possible patient death. The user facility is currently facing litigation and was not able to provide further details on what may have contributed to the patient's condition. Due to the litigation the user facility is not able to have the unit inspected at this time in order to determine a possible root cause for the tip.